Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump loses power every time it is bumped or makes physical contact with an object. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: there was evidence of the pump rebooting in the black box history. The battery compartment was found to be cracked. The threads on the returned battery cap were stripped and the cap was unable to maintain an electrical connection with the pump and continued to reboot. A new test battery cap was used and was able to tighten to the pump and was exercised for 24 hours with no power loss observed. There was no evidence of internal moisture or damage to the power circuit board found when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.